Event description:
Pt's mother contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had two of affected lots in home. Mother reports complaints of stomach ache, bad headache, low-grade fever and extreme fatigue over last 2 months. Reports that normally occurs on infusion days and within 3 to 4 hours of flush being used. Took to pediatrician during this period and was prescribed 10 days of amoxicillin with no improvement of symptoms. Replaced with bd brand of heparin flush pfs. On a week later: follow up with mother who reports symptoms continue even on non-infusion days. Patient taken to htc on eight days later, for blood work. Per htc, blood work came back positive for port infection and port was removed on the following month. Dose or amount: 5 ml = 500 units. Frequency: 3-4 times weekly. Route: IV. Date of use: 2008. Diagnosis or reasons for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: no